Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera control unit displayed an e117 error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, e117 (ccu failure), could not be identified. The root cause could not be determined. From the facts obtained from the investigation, the phenomenon was reproduced at the inspection of the repair dept and from this, we presume that due to failure of the main board, e117 error was displayed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: there was no basis that the defect is caused by misuse of the user, thus not applicable.¿ olympus will continue to monitor the field performance for this device.